Manufacturer narrative:
Lot numbers: l142001, f160301, g131601, k150101, j160101, c160101.

Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that six tibial insert impactor tips were broken.

Manufacturer narrative:
Lot numbers: l142001, f160301, g131601, k150101, j160101, c160101. Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that six tibial insert impactor tips were broken. Review of the lot history records indicate that the devices were manufactured to specification. A cause of failure can not be conclusively determined from the available information.